Event description:
On (B)(6) 2012, customer reported that the dxi 800 instrument generated imprecise bhcg and dil-bhcg patient results for one patient. This event occurred on (B)(6) 2012. Customer stated that the patient results were all within the same clinical range but were questioned because some of the results did not reproduce within the labeled bhcg assay precision claims when they compared the bhcg results to the dil-bhcg results. Customer stated that repeat testing, on (B)(6) 2012, of the patient sample on an alternate method (centaur) produced a matching result. Customer reported there were no changes in patient treatment in connection to this event. Customer reported that quality control (qc) performed within the established limits before and after the event, but it was within the bottom half of its ranges. Customer stated that the patient sample was centrifuged for 5 minutes at 1930 rcf in a 13x100 serum separator tube. Field service engineer (fse) evaluated the instrument and verified hardware performance without identifying any issues. Fse performed a passing high sensitivity system check within system specifications. The failure mode for this event is unknown and could not be determined.